Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that one sensor was ripped out and that two were never inserted properly. The customer also reported low blood glucose of 67 mg/dl. The customer reported counting carbs better and getting used to a new insulin. The customer declined troubleshooting for these issues.